Event description:
It was reported an occlusion alarm occurred resulting in a blood glucose (bg) level of 22 mmol/l. Customer administered a correction injection to successfully resolve the bg. Customer changed the pump supplies and resumed insulin delivery.